Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented over a remote transmission with episodes of non-sustained rv oversensing. Further review of the episodes showed undersensing. Programming changes were made to resolve the oversensing issue.